Event description:
The nurse was setting pump for high dose ondansetron over 30 minutes. Medication library utilized. When choosing the "30 minute" option, the pump sets the time to 15 minutes. Multiple attempts. Another pump trialed and same thing occurred. Had to override library.discovered that inability to program 30 minute option was due to misprogramming by hospital biomedical engineer.